Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, the reported issue was not confirmed, the unit had no lens. It was confirmed that the device had a broken tip (beak). The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k931995

Event description:
It was reported to olympus that a resection sheath had a broken ceramic tip and the lens is foggy. It was reported that the device was cleaned and disinfected/sterilized prior to shipment. The intended procedure was completed with a similar device. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the ceramic tip is broken occurred due to one of the following causes: wear and tear, wrong handling, cracks in the insulation material, thermo-mechanically induced damage or by the impact of a major mechanical force, e.g. A blow or a fall. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use prior to an unspecified procedure.